Manufacturer narrative:
Unit received with blank display due to moisture damage on electronics assembly. Unit received with moisture damage on motor, vibrator motor and battery tube assembly. Unable to perform displacement, rewind,seating and basic occlusion due to blank display. Unit received with scratched case and fading serial number label. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported that the insulin pump had moisture damage. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.